Manufacturer narrative:
The complaint ¿battery not installed¿ was confirmed and probable cause for complaint is a defective battery due to a software defect.

Event description:
It was reported that the battery was not installed. During testing the field service engineer (fse) found the device to have failed inspection due to a ¿replace battery¿ alert, when powered up on dc, and the battery icon was empty. The device was again powered up on ac and the ¿change battery¿ soft key was pressed. The device then passed the self-test and all pvt tests on dc. The probable cause is related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.